Event description:
It was reported that, "the crown drill whenever it was extracting a screw, the bone and the screw are stuck inside of the crown."

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.